Manufacturer narrative:
(B)(4). Device evaluation: complaint verification testing could not be performed because no sample was returned for analysis. No lot number was provided by the customer. A device history record review was performed based upon sales history data. A device history record review was performed on the sheath with no evidence to suggest a manufacturing related cause. The probable cause of a damaged sheath tip during use could not be determined based upon the information provided and without a sample. No further action will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the catheter was being placed peripherally for the patient in interventional radiology. During insertion, the glidethru sheath "flowered". It was noted the patient had tough and tight skin. The clinician choked up on the sheath and used a twisting/pushing method. As a result, a new sheath was used to complete the procedure. There was no delay in treatment and no patient death or complications reported. It was noted this has occurred in the past but do not know how many times. The sales rep reminded the customer to pre-dilate and the re-assemble the glidethru sheath for this patient population.